Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off and it was left in the jaw. Therefore, a new cartridge could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m53v0f. The analysis results that one pse60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.